Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva ID high power single use laser fiber was used in a ureteroscopy procedure to treat a stone in the kidney performed on (B)(6) 2022. The laser unit used was a moses laser console with the laser settings of 0.2 joules and 50 hertz. During procedure, the laser fiber stopped working. When the physician went to unplug, the fiber connector was very hot to touch. There was no reported burn injury to the user or to the patient. The procedure was completed with another flexiva high power single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva ID high power single-use laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The laser fiber measured 309.2 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass measured 4 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the fiber connector. No other problems with the device were noted. The reported event of the flexiva ID high power single-use laser fiber stopped working was confirmed. During the product analysis, confirmed the exposed glass confirmed that the tip was degraded. Laser fibers are consumable devices and expected to degrade with use. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a flexiva ID high power single use laser fiber was used in a ureteroscopy procedure to treat a stone in the kidney performed on (B)(6), 2022. The laser unit used was a moses laser console with the laser settings of 0.2 joules and 50 hertz. During procedure, the laser fiber stopped working. When the physician went to unplug, the fiber connector was very hot to touch. There was no reported burn injury to the user or to the patient. The procedure was completed with another flexiva high power single use laser fiber. There were no patient complications reported as a result of this event.